Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume folfusor. The expected therapy time was 46 hours; however, it was observed that the device did not deliver any of the fluorouracil dose. The device was filled with fluorouracil and saline. This issue was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.